Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the patient experienced pain, a pericardial effusion had occurred, a pericardiocentesis was performed. The lead was pulled back and implanted. The patient was placed in the ICU and condition was stable.